Manufacturer narrative:
Report confirmed. The attachment and the two unused tools did not cause or contribute to the tool fracture. The broken tool had no bearing marks on the shaft indicating attachment bearings did not contribute to the failure. In addition, the bearings in the attachment did not indicate wear. Web thickness of the unused tool with the same lot number was within specification and indicated the manufacturing process was not a contributor to the tool fracture. Evaluation determined fracture shape is consistent with bending, not torque. A flake of metal was noted on the tool. This flake of metal had a shape consistent with a malleable metal and is unlike the material used to make the tool. This flake confirms the tool came in contact with another metal. Damage at the fracture initiation and rounded metal on the cutting face are consistent with contact with a hard material. The likely cause of the tool failure was due to the cutting edge coming into contact with a hard, malleable metal, creating an impact defect. This led to the tool fracture. ¿the user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ we will continue to track and trend this complaint type. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported two tools from the same lot broke during use at the same facility. It was confirmed the events were separate surgeries with two different surgeons, and were performed on separate dates. There was no patient or staff impact in either procedure. While the surgeon was removing the system from the surgical site, a broken tool fragment fell from the foot of the attachment. It was stated the facility would not return the tool and attachment. On follow up it was indicated the tool had broken at the junction of the cutting flutes and the tool shaft. The procedure was completed with another tool and a delay occurred while changing out the tool. It was confirmed there was no patient impact. There were no additional or non-routine actions taken as a result of the event. The facility sent a medwatch to the FDA but a reference number was not available. Additional follow up confirmed these devices would be returned for evaluation: the attachment used during the procedure, the broken tool, and two other tools of the same lot number that were unused.